Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the inflation, it was noted that the balloon ruptured in pinhole form at 4 atmospheric pressures. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No patient complications were reported, and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the inflation, it was noted that the balloon ruptured in pinhole form at 4 atmospheric pressures. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile reveal no issues noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 2cm from the distal tip. There was contrast media present in the balloon and clear signs that the device had been inflated. The distal section of a proximal blade segment was lifted. No damage was observed to the other blades with no damage noted to any blade pad. Tip showed no signs of tip damage.